Event description:
MFR received a report from a dealer, stating that he received a call from a consumer alleging the bed caught fire. Neither injury nor structural damage, other than minor carpet cleaning were reported or alleged.